Event description:
Issue was reported with t:slim x2 pump battery not charging, accompanied by power source alert in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by plugging wall adapter into a working outlet for 30 minutes, after which the pump began charging successfully using original charging supplies, negating the need for further assistance.